Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. The patient experienced a sensor failure while using the dexcom g7. After the first sensor failed, she was instructed to replace it, this report to is to capture the second sensor. Upon inserting a second sensor on (B)(6) 2025, the same error message appeared. During the 5 to 10 minutes without a functioning sensor, the patient was unaware of her blood glucose level. She used a glucometer to perform a fingerstick test, which showed a blood glucose (bg) reading of 300 mg/dl. During this time, she reported feeling weak and nauseous. Around 10:00 pm, she decided to go to the emergency room (ER), accompanied by her mother and father. Upon arrival, she was promptly assisted by a nurse and brought to an ER bed. The nurse administered fluids and humalog insulin. A fingerstick bg test showed a reading of 323 mg/dl. At that time, the patient had already inserted a new dexcom g7 sensor, which displayed a reading of 312 mg/dl. Following the physician¿s instructions, the patient remained in the ER for observation. Prior to discharge, another fingerstick test showed an improved bg level of 250 mg/dl, while her g7 sensor showed 220 mg/dl. She reported being discharged between 3:00 am and 4:00 am. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.